Event description:
It was reported by service report that the brakes on the head section were not holding and the brakes on the foot section were slipping. No pt involvement or adverse consequences are reported.